Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm diameter abdominal aortic aneurysm approximately one month ago. The infra-renal neck angle was 35 degrees. The proximal aorta was 21 mm in diameter and 18 mm in length. The distal aorta was 30 mm in diameter. The right and left iliac arteries were 12 and 17 mm in diameter respectively. The right and left femoral arteries were 7 and 8 mm in diameter respectively. The left iliac artery was moderately tortuous and the right iliac artery was mildly tortuous. It was reported that there was evidence of stent graft kinking in the left ipsilateral iliac limb noted post implant. A stent was deployed in the left iliac limb to address the kink. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (kink), patient's condition affected effectiveness of device (moderate tortuosity in the right iliac artery). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (moderate tortuosity in the right iliac artery).